Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose levels were elevated. No adverse event reported. The device serial number was not provided. Return of the suspect device was requested for evaluation.